Manufacturer narrative:
Additional information is pending regarding the name of the account but the event occurred in (B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynx control balloon ruptured during a procedure. There was no patient injury. The device will be returned for analysis.